Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("I am planning an essure removal on (B)(6) 2017 / pt is to have it removed august") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician was planning an essure removal on (B)(6) 2017 at 07:30. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.